Event description:
The rptr had prostate surgery in 2000. Two weeks and two days later, the pt returned to the urologist for a follow-up check and for removal of the surgical site catheter/tubing. When the dr attempted to remove the tubing, it snapped right off. The rptr experienced a vasovagal reaction and started to go into shock. The pt's blood pressure measured 62/0. Pt recovered from that reaction but required a second surgery the following day to remove the piece of tubing left in their body. The dr was concerned about infection as well. The dr had to cut open the very same incision which had been healing nicely. The original incision was about 8 to 10 inches in length. The dr opened about 5 inches of that for the second surgery. The dr removed the remaining piece of tubing which was about 8 to 10 inches in length. Looking at it, the rubber appears stressed. The device is available for evaluation.